Manufacturer narrative:
H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following: we had 2 issues where the tubing was not connected in line clamp area. Both sets of tubing were in the same department by 2 different nurses. One was used and one was seen prior to use. The lot number is (10) 24053300. Both had this lot number. We are pulling this from our inventory because it is a patient safety issue. Please make me aware of the next steps you need me to take to get these to you for inspection.

Manufacturer narrative:
The customer reported disconnection and returned one used sample of material 2420-0500, lot 24053300. The sample was visually examined and the complaint was verified as a separation at the lower fitment of the pump segment. The tubing was examined under a microscope, and insufficient traces of solvent were found. The manufacturing site found the root cause for the separation at tubing of lower fitment to be related to an occluded bushing in the solvent dispenser. A new bushing was approved under a change control on (B)(6) 2024 to improve the solvent application.

Event description:
Material #: 2420-0500 batch#: 24053300 it was reported by customer that jamie we had an issue with the alaris pump infusion set ( 2420-0500) we had 2 issues where the tubing was not connected in line clamp area. Both sets of tubing were in the same department by 2 different nurses. One was used and one was seen prior to use. The lot number is (10) 24053300. Both had this lot number. We are pulling this from our inventory because it is a patient safety issue. Please make me aware of the next steps you need me to take to get these to you for inspection. Verbatim: complaint received via email(s) attached. Jamie we had an issue with the alaris pump infusion set ( 2420-0500) we had 2 issues where the tubing was not connected in line clamp area. Both sets of tubing were in the same department by 2 different nurses. One was used and one was seen prior to use. The lot number is (10) 24053300. Both had this lot number. We are pulling this from our inventory because it is a patient safety issue. Please make me aware of the next steps you need me to take to get these to you for inspection.